Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise resulting in inappropriate mode switch episode. No changes or intervention was reported. There were no patient consequences.